Event description:
Elderly patient with history of hypertension and coronary artery disease undergoing coronary artery bypass graft x 4. The vessel harvesting system shut down and would not cauterize the tissue. New unit was obtained and used without harm to the patient.